Event description:
It was reported, the patient had increased pain over the past year and a half. It was not known if the onset was sudden or gradual. The patient was told by their healthcare professional (hcp) that they were getting tolerant to the medication. Withdrawal and a change in therapy effect were also reported. The patient sometimes felt like the pump was not working and she was feeling a gradual onset of slight withdrawal. This also started about 1.5 years ago and was noted to be "intermittent". When this happened, the patient felt hyper. The patient would take "a pain pill, muscle relaxer and personal therapy manager (ptm) dose" and that would normally calm the withdrawal feeling down. There have been no tests nor diagnostics performed on the pump. The pump contained fentanyl and bupivacaine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).